Manufacturer narrative:
Eval summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs high impact) are unk. A definitive root cause cannot be determined with the info provided. Eval: device history records indicate all components were mfg and inspected to specification.

Event description:
It is reported that the pt is experiencing pain.